Event description:
During an initial implant procedure, the right ventricular (rv) lead became dislodged while attempting to fixate. While attempting to reposition the helix of the rv lead was unable to extend. A new rv lead was used during the procedure to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. The reported event of helix mechanism issue was confirmed. As received, a complete lead with stylet inserted was returned in one piece. The helix was partially extended and clogged with blood/tissue as returned. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. After cleaning the helix and by applying torque to the connector pin, the helix could be fully extended and retracted with the helix extension length measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.